Manufacturer narrative:
(B)(6). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by abdominal pain. The cause of the peritonitis was unknown. On an unreported date, the patient was hospitalized for the event reported as one day short of a week. The patient was treated with vancomycin (route, dose and frequency not reported). At the time of this report the patient outcome was unknown and antibiotic therapy was ongoing. Dianeal therapy was ongoing. No additional information is available.